Manufacturer narrative:
Name- medtronic minimed. Street- (B)(6). City- (B)(6). State- (B)(6). Zip code- (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026.